Manufacturer narrative:
(B)(4). Initially, the complaint was not reportable, after the qc product evaluation conclusion completed on 11/3/2016,the complaint is reportable. Investigation completed and product evaluated with no defect found on returned meter; returned test strips produce low reading. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Costumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Verified storage of product is not within instructed specification since the product is storage in the kitchen. Test strip lot manufacturer's expiration date is 04/22/2019 and open vial date is (B)(6) 2016. Adverse event not reported.